Event description:
The reporter stated that the device broke during a spinal surgery procedure while the surgeon was hammering on it. Integra has requested add'l info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.